Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a particulate matter (pm); further described as ¿pm on the transparent cassette¿ (no further detail). This was observed by the home patient (hp) at home before treatment. The hp replaced it with a new product before continuing the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: additional information: one actual sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing including an under water pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.